Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective channel a pumphead module. The channel a pumphead module was replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported to baxter a colleague infusion pump that experienced failure code 808:02. This condition was found in the biomed service department. This event occurred during biomed testing. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.